Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during dwell three of three, while the hp was connected. During troubleshooting there was nothing usual noted about the supplies. The technical service representative (tsr) explained the alarm to the hp and instructed the hp to cycle the power on the hc to clear it. The hp stated that they would discard the supplies and finish therapy using manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.